Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Visual review of the driver confirms the complaint of a twisted tip. No dimensional analysis was completed on the tip as it is deformed. Product was made to print and from correct materials. The driver is designed in a manner that the driver tip will be of sufficient length such that as the driver is torsionally loaded, the tip will plastically twist before breaking. There are warnings in the package insert that state that this type of event can occur. Under care and handling of instruments: surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling. Care must be taken to minimize the risk of compromising their exacting performance. Root cause was determined to be design related. Corrective and preventive actions have been initiated to address the reported issue.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments, it states, "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling. Care must be taken to avoid compromising their exacting performance." Under precautions, it states, "biomet recommends that all instruments be regularly inspected for wear and disfigurement prior to use."

Event description:
During the procedure the driver twisted, however there was no patient injury or delay.